Manufacturer narrative:
G2: country of origin is france. G4 510(k)#: this device with product ID: cx01b-c, UDI: (B)(4) is not marketed in united states. However, a similar device with product ID: cx01b, UDI: (B)(4), 510(k)#: k102397 is marketed in united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via manufacturer representative regarding patient having spinal therapy. It was reported that during preparation, when pulling the liquid of the cement into the mixer there was a leak occurred through the joint of the mixer, causing the cement to spill over the table. The product was never implanted and no further complications or symptoms reported. Additional information was received via manufacturer representative that procedure involved in the event was kyphoplasty and pre-op diagnosis was vertebral compression fracture (vcf).

Manufacturer narrative:
H3: product analysis of part# cx01b-c, lot# 231055202 visual inspection confirmed the mixer has not been used and did not reveal any damage to the mixer. Functional inspection confirmed the mixer did not leak. No fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.